Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy two blades made a strange noise. It occurred after about 10 seconds of rotation. The procedure was completed using an unknown device. It is unknown if there was a delay. No patient complications were reported. Overheating was reported on device with the lot number 50943904.

Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A complaint history review found no similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection revealed the device was returned outside of original packaging. Signs of overheating and melting on the sluff chamber. No other physical damage visible. A functional evaluation revealed the device functions, but makes noise due to sluff chamber becoming melted. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include rotating the device at speeds faster than intended, running the device for long periods of time without allowing it to cool, or excessive force on the device creating excess friction. No containment or corrective actions are recommended at this time. H11: corrected information in a1 (should be read in blank), b5, and h6 (health effect - impact code).

Event description:
It was reported that during an arthroscopy, the blade made a strange noise and overheated. It occurred after about 10 seconds of rotation. The procedure was completed using an unknown device. It is unknown if there was a delay. No patient complications were reported.